Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose levels had been running around 500 mg/dl. The customer also reported they were hospitalized on (B)(6)2017 as well as on (B)(6)2017 due to high ketones and dehydration. The customer¿s blood glucose levels at the time of hospitalization were 350 mg/dl and 387 mg/dl. The customer reported that they had ketoacidosis. The customer declined troubleshooting on the insulin pump for high blood glucose. The device will not be returned for analysis.